Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
Since the device is not a repairable item, it was discarded by the manufacturer after investigation.

Event description:
It was reported that a system 6 aseptic housing broke apart at the seam during a medical procedure at user facility and bottom half of the housing fell on the surgical site. Additional antiseptic was given to the patient to avoid the infection. Procedure was completed successfully with back-up device without clinically significant delay.

Event description:
It was reported that a system 6 aseptic housing broke apart at the seam during a medical procedure at user facility and bottom half of the housing fell on the surgical site. Additional antiseptic was given to the patient to avoid the infection. Procedure was completed successfully with back-up device without clinically significant delay.